Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rlt311417: (B)(4). The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. When a gore® excluder® trunk-ipsilateral leg component rlt311417 had been advanced to the intended infrarenal location from the left side, the introducer sheath was retracted just below the contralateral gate. The delivery catheter was rotated 180° degrees for the device limbs obtain a crossover 'ballerina' orientation to help accommodate an aortic neck angulated towards the left patient side. During the first deployment step, the trunk-ipsilateral leg as well as the contralateral leg were observed to fully deploy. Due to the device being positioned well, no repositioning was performed. For concerns of the trunk component potentially moving distally during contralateral leg hole cannulation, the physician elected to proceed instead with completing the deployment of the ipsilateral leg. However, great resistance was encountered when attempting to cannulate the contralateral gate several times and it was found that guidewires being advanced through the contralateral leg hole stopped approximately 1cm below the flow divider. And were not able to transverse the contralateral leg. Subsequently, a balloon was employed in an unsuccessful attempt to push the guidewire inside the contralateral leg to help the through passage. Intra-operative angiography imaging showed no contrast passing through the contralateral leg and no endoleak was evident. It was therefore decided to perform an aorto-uni-iliac procedure of the right common iliac artery as well as a surgical crossover bypass to secure distal blood flow. The patient tolerated the procedure.